Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -7.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient experienced refractive surprise. The lens was explanted on (B)(6) 2024. It was indicated that the ac is stable and the surgeon plans icl replacement after repeat refraction. On (B)(6) 2024 a replacement lens of the same length but toric/different power model was implanted and the problem was resolved. The cause of the event was reported as unknown. There was no patient injury. Claim#:(B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -7.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient experienced refractive surprise. The lens was explanted on (B)(6) 2024. It was indicated that the ac is stable and the surgeon plans icl replacement after repeat refraction. The cause of the event was reported as unknown.